Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac limbs were severly tortuous with severe calcification. It was reported the patient presented 84 months post stent graft implant with aneurysm enlargement. There were no endoleaks present and patient was referred to another hospital because the patient's aneurysm had grown to 10 cm. The patient also had a talent aortic cuff implanted due to stent graft migration on an unk date. The CT demonstrated that the 24 cuff (mdr2953200-2008-01280) that was originally implanted into the ipsilateral limb of the aneurx had separated. The physician elected to place two aneurx iliac limbs. The type iii endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak, migration. Iliac limbs were severely tortuous with severe calcification. Evaluation: conclusion: iliac limbs were severely tortuous with severe calcification.